Event description:
It was reported that the pt experienced a painful sensation in the neck by the extensions. Impedances appeared ok. The pt was diagnosed with a "bowstring" of the connection on the right side of the pt's neck. On (B)(6) 2010, the pt underwent surgery to relocate the extension. Following surgery the pt was receiving effective therapy and doing well.

Manufacturer narrative:
(B)(4).